Event description:
Medtronic (covidien) received information regarding an incident with one of its devices. Treatment of an aneurysm measuring 10mm x 8mm with a neck width of 4.1mm located in the cavernous segment of the left ica (internal carotid artery). During the procedure, it was reported the pipeline could not be released from the capture coil despite being rotated clockwise four times. The pipeline was removed from the patient. Another device was used to complete the procedure without any issues. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline was returned for evaluation without the push-wire as it was discarded. The evaluation could not determine the cause of the event as the pipeline was returned without the push-wire and fully opened and released from the capture coil; however, the braid was found damaged and may have contributed to the reported event. All products are 100% inspected for damages and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported event. (B)(4).